Event description:
Boston scientific received information that this right ventricular (rv) lead had fractured. The patient's pulse generator had been programmed to monitor only and the rate/sense portion of this lead was only being used. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.